Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular exhibited failure to capture. It was noted that the lead dislodged and suspected insulation damage. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and insulation damage. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies.